Event description:
Home hemodialysis pt reports that an initiation of treatment, a "sucking" noise could be heard near the pump segment. Air could be seen in the bloodline. Pt was removed from treatment and blood could not be returned resulting in estimated blood loss of 250cc. No intervention was required.